Event description:
Baxter received a report from a baxter technician stating the code blue did not page to the speakers. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. ¿

Manufacturer narrative:
No additional investigation was required as no patient injury or delay occurred, and the configuration needed to be updated. The baxter technician arranged to get the rooms configured for the customer to resolve the issue. The voalte nurse call system provides a comprehensive communication and information system which places patient calls, staff calls, as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities and the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs.

Event description:
Baxter received a report from a baxter technician stating the code blue did not page to the speakers. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).